Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic lower anterior resection, while on anastomosis of the colon and rectum, in the air leak test, a hole was found to be opened near the anastomotic site. It was reported also that the anvil was bent. Suturing was performed additionally to resolve the issue.